Event description:
The customer reported that the device had an alarm and was hospitalized for high bgs. Troubleshooting was performed. During troubleshooting, it was determined that the pump's settings were erased due to an alarm. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule to the customer. Instructed the customer to call back to perform this high-pressure test when the clamp arrives.